Event description:
The distributor reported on behalf of the user facility the following event: the user facility tested the pudenz valve prior to the procedure. The user facility found that the water would not flow through the valve. No patient contact has been indicated.

Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.